Event description:
Vaginal suspension mesh found to be in urinary bladder upon exam by physician. Surgical intervention was necessary to remove the mesh form the urinary bladder. Reason for use: repair of anterior vaginal wall defect.